Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: anxiety around product.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and "implant has moved." Healthcare professional additionally reported right side capsular contracture baker grade iii. Device remains implanted.